Event description:
It was reported that the 9800 system would not save images during a case. Also, the c-arm would intermittently not move up or down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lift column failure could not be duplicated. The hard drive and the software upgrade were installed during the service all. The system was tested and found to be working as intended, and put back into service.